Manufacturer narrative:
(B)(4). The sample has been requested but to date the incident sample has not been received for evaluation. If the sample is received or if additional information pertinent to the incident is obtained a follow-up report will be submitted.

Event description:
Customer reported a patient with a retained sb2 capsule. The patient ingested the capsule on (B)(6) 2016 for anemia. The patient has retained the capsule for two weeks. The patient was given laxatives in order to assist with passing the capsule. However, the laxatives did not help. The patient had a kub showing a foreign body in the duodenum. The patient has since had three rounds of mg citrate and a total of 3 kubs, showing the capsule in the same place. The capsule never passed the duodenum. The patient is now complaining of discomfort. The patient vaguely reported to the rn that they had a previous abdominal surgery with staples. The patient would not provide any additional information. Physician plans to discuss with radiology in order to determine the exact location of the capsule, try steroids and potentially attempt to retrieve with colonoscopy if accessible, and otherwise watchfully wait and reassess in the coming month.